Manufacturer narrative:
(B)(4) - a follow up will be filed should additional information related to this incident become available in the future.

Event description:
Screw stripped on lift boom. Patient fell from lift.